Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the end-user reported being hospitalized after experiencing hyperglycemia with blood glucose (bg) levels of 312 mg/dl and loss of cgm sensor readings. The end-user was admitted to the hospital, treated with corrective insulin, and discharged the same day with no reported long-term effects.